Manufacturer narrative:
An event of heart block (right bundle branch block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block appears to be related to procedural conditions. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor vision valve was successfully implanted in a patient using a small flexnav delivery system.v during procedure, it was noted that the patient developed a complete heart block during valve deployment. The decision was made to place a temporary pacemaker until the end of procedure. There was no difficulty implanting the 25mm navitor vision valve and no calcification extending beneath the aortic annular plane in the interventricular septum. Prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The length of the membranous septum was 6.6mm and the final non-coronary cusp implant depth was 2.75mm. The complete heart block resolved at the conclusion of the case/procedure. However, post-procedure it was noted via electrocardiogram that the patient developed a sinus rhythm with a new right bundle branch block (rbbb). No intervention occurred, but the patient was hospitalized for monitoring of heart rhythm. The cause of the patient's complete heart block is attributed to the delivery system in being the left ventricle. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.